Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported that the buttons are not working. The blood glucose reading was 200 mg/dl. Prior to the event, the unit may have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.